Event description:
The information received from the (B)(4) study indicated that the patient was admitted with an 80% stenosis in the proximal right coronary artery (rca) for which a 3.5 x 8mm cypher stent was implanted. The patient also had an 80 % stenosis in the mid rca for which a 3.5 x 23 and a 3.5 x 18mm cypher stents were implanted overlapping. The last lesion treated during the index procedure was a 90% stenosis in the distal rca fir which a 3.0 x 8mm cypher stent was implanted. There were no malfunctions or complications during the procedure. The patient had elevated enzymes post-procedure, classified as a myocardial infarction/ischemic event. The event was reported to be of none/mild severity. There was no treatment. The event resolved without sequelae and was reported to be probably related to the index procedure, possibly related to the cypher stents and possibly related to the study drug.

Manufacturer narrative:
Concomitant medical products: metformin 2000mg (2001 - (B)(6) 2011), carvedilol 50mg ((B)(6) 2009 - (B)(6) 2011), spironolactone 25mg ((B)(6) 2009 - (B)(6) 2011), lisinopril 20mg ((B)(6) 2009 - (B)(6) 2011), tramadol 50mg ((B)(6) 2009 - (B)(6) 2011), aspirin 325mg (start: (B)(6) 2011), lasix 10mg (start: (B)(6) 2011), simvastatin 40mg (start (B)(6) 2011), metoprolol 100mg ((B)(6) 2011), zofran 4mg (start: (B)(6) 2011), colace 100mg ((B)(6) 2010 - (B)(6) 2011), effient 10mg ((B)(6) 2010) and plavix 75mg ((B)(6) 2011). Additional information was received via the cec adjudication minutes for the (B)(4) study. The committee agreed to arc (peri-procedure pci) to be related to the procedure and to the device. The patient is a (B)(6) woman from the (B)(4) study with a history of a pci in the target vessel, nstemi, nyha ii chf, lvef of 30%-39%, diabetes, renal insufficiency, and hypertension who presented with a positive functional ischemia study, braunwald class iiib angina, an three lesion in the rca. There was 80% stenosis in the proximal right coronary artery (rca) for which a 3.5 x 8mm cypher stent was implanted. The patient also had an 80 % stenosis in the mid rca for which a 3.5 x 23 and a 3.5 x 18mm cypher stents were implanted overlapping. The last lesion treated during the index procedure was a 90% stenosis in the distal rca fir which a 3.0 x 8mm cypher stent was implanted. Pre-procedure, the ck was 77 (nl 215, ratio <1), the ckmb was not drawn and the troponin I was 0.04 (ratio 0.59, ratio <1). Twelve hours post- procedure the following day, the ck was 101 (ratio <1), the ckmb was 9.9 (nl 3.6 ratio 2.75) and a troponin I was not drawn. Eighteen hours post-procedure the ck was 119 (ratio <1), the ckmb was 13.3 (ratio 3.69) and the troponin I was 3.29 (ratio 5.57). Before discharge, the ck was not drawn, the ckmb was 6.5 (ratio 1.8) and the troponin I was 2.04 (ratio 3.45). The site reported no post-procedure complications, and the patient was discharged the following day. However, on the same day of discharge, the patient developed acute chest pain and returned to the hospital to undergo repeat angiography, which revealed patent study stents in the target rca and a known 80% occlusion in the 2nd diagonal, as noted in the catheterization report. Percutaneous revascularization with balloon angioplasty and placement of a drug eluting stent in the 2nd diagonal was performed. Six hours post procedure, the ck and the ckmb were not drawn and the troponin I was 1.39(ratio 2.35). Twelve hours post procedure, the ck and the ckmb were not drawn and the troponin I was 1.25(ratio 2.11). Two days later at discharge, the ck and the ckmb were not drawn and the troponin I was 0.678(ratio 1.14). The ECG core lab reported persistent acute/recent inferolateral t wave inversion and no new q waves, noting inadequate tracing quality due to severe artifact. The patient was discharged on dual antiplatelet therapy. The products remains implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This is an inherit risk of the procedure. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase which can lead to a diagnosis of peri-procedural myocardial infarction. Based on the information provided, there are possible patient factors (ef 35%) and vessel characteristics (three lesions in one vessel) that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of four device used in the same patient and reported under manufacturing report numbers 3003742446-2011-00432, 3003742446-2011-00433, 3003742446-2011-00434, 3003742446-2011-00435.

Manufacturer narrative:
Addendum. Additional information received on (B)(6) 2012. The patient experienced a new event of cardiac arrest on (B)(6) 2012, advance cardiac life support was performed. The patient had a cardiac death on (B)(6) 2012. Per the investigator, the event was not related to the index procedure, study stent or study drug. Complaint conclusion: the complaint received states that this (B)(4) study patient had elevated enzymes post index procedure that were adjudicated to be an mi and 17 months post index procedure had a cardiac arrest. The patient was a (B)(6) woman from the cypress study with a history of a pci in the target vessel, nstemi, nyha ii chf, lvef of 30%-39%, diabetes, renal insufficiency, and hypertension who presented with a positive functional ischemia study, braunwald class iiib angina, an three lesions in the rca. Index angiography revealed an 80% stenosis of the proximal rca, an 80% stenosis of the mid rca and a 90% stenosis of the distal rca. The proximal rca was treated with one 3.5 x 8 mm cypher stent. The mid rca was treated with a 3.5 x 23 and a 3.5 x 18 mm cypher stents that were implanted in over lapping fashion. The distal rca was treated with a 3.0 x 8 mm cypher stent. There were no reported problems with the index procedure. The patient's cardiac enzymes were reported as (B)(6) 2010 (22:41 24 hr clock): ck 101 (ck upper limit 215 u/l), ck-mb 9.9 (ck-mb upper limit 3.6 ng/ml). (B)(6) 2010 (04:40 24 hr clock): ck 119 (ck upper limit 215 u/l), ck-mb 13.3 (ck-mb upper limit 3.6 ng/ml), troponin I 3.29 (troponin I upper limit 0.59 ng/ml). Additional information was received that indicated the patient had elevated enzymes post-procedure, classified as a myocardial infarction/ischemic event. The event was reported to be of none/mild severity. There was no treatment. The event resolved without sequelae and was reported to be probably related to the index procedure, possibly related to the cypher stents and possibly related to the study drug. The patient was discharged the day after the index procedure on dual anti-platelet therapy. The patient was re-admitted the same day to the emergency room with chest pain and re-vascularization of a known lesion in the 2nd diagonal artery was performed. The rca stents were patent on angiography. The event was reported to be unrelated to the cypher products, the index procedure and the study drug. The event resolved without sequelae. Approximately 17 months post index procedure the patient experienced a tia, this event was reported to be unrelated to the index procedure, the cypher stent and the study drug. Additional information received. The patient experienced a cardiac arrest on (B)(6) 2012, advance cardiac life support was performed and efforts were successful; however, the patient died of cardiac related issues (B)(6) 2012. Per the investigator, the event was not related to the index procedure, study stent or study drug. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15112638 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.